Manufacturer narrative:
No samples were received for evaluation for the complaint for the failure mode "a0350 - occluded/blockage." The review of device history record found that there were no non-conformities were reported. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
H4 - device MFR date: corrected. D3 - postal code, h3, h6: updated. The suspect products were returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted. The lot history review was performed, and it was noted that one complaint related to same lot was reported. The sample was filled with colored water using a syringe to detect any occlusion and it was identified that no discrepancies were detected during the functional test. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.

Manufacturer narrative:
No samples were received for evaluation for the complaint for the failure mode "a0350 - occluded/blockage." The review of device history record found that there were no non-conformities were reported. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the pump exhibited a downstream occlusion alarm. There was no patient involvement, no patient injury was reported.